Event description:
Subsequent to the initial medwatch report the following additional information was received. The arteriotomy closure was attempted after a peripheral interventional procedure. Hemostasis was achieved using manual arterial compression. The physician reported to be trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The report of no pulsatile blood flow was observed from the marker lumen was not confirmed. The marker tube appeared normal and the marker port is not occluded. Marking patency was performed and the device was patent. Based on visual and functional analysis of the returned device, the cause of the reported experience could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, no pulsatile blood flow was observed, so the device could not be deployed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.